Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this left ventricular lead exhibited intermittent loss of capture, high thresholds and diaphragmatic stimulation when lying down. The patient was pacemaker dependent at that time. Reprogramming was performed to stop the stimulation. The lead remains in service. No adverse patient effects were reported.